Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The tip of the returned microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. The distal end of the shaft was crushed. The catheter lumen became narrowed by the under polymer layer and braids that were gathered towards the center of the lumen by torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. Base on the provided information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified lesion, and that stress led the catheter tip to be crushed, damaged and eventually separated. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a mildly tortuous, severely calcified 90-99% occlusion in the lcx #12. The catheter tip became separated in the lesion. Another asahi microcatheter or other guide wires could not cross the lesion during antegrade wiring. Successful wiring was made by dissection re entry technique. A stent was placed to embed the separated tip of caravel to the vessel wall. The patient was fine after the procedure.